Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a secondary medication, cipro, infuse in half the time at a rate of 125cc/hr in the intensive care unit (programmed amount unknown). The primary was dropped and there was back flow into the primary from the secondary. This would indicate a fluid migration event where the intended solution transferring into the unintended bag may result in solution being diluted beyond therapeutic effect due to a defect with the IV set or improper priming of the primary set. This results in an under infusion of medication delivered to the patient. It was also reported there was no patient injury.